Event description:
Reporter alleged the advantage system would not power on and was unable to use it for blood glucose testing for 2 days. The domestic manufacturer's evaluation department determined the system had missing display segments and there was a burn mark of unknown origin near the test strip guide. No actions were taken or treatment was reportedly received. Request had been made for the return of the suspect product and replacement product has been sent.